Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient complained of shocking. It was indicated that there were interrogations and parameter changes performed as actions taken to resolve the issue. It was not known what may have led to the issue. The system was explanted and replaced on the day of the report. The issue was resolved. There were no further complications reported as a result of this event. The indication for use was gastric stimulation.